Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they is unsure if the insulin pump has a damaged retainer ring. The customer stated they are unsure the reservoir does lock into place. Customer¿s blood glucose was unsure. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.